Manufacturer narrative:
The pump was received with a full segment display, fault isolated to the lcd board. Unable to perform the displacement test or self test or verify frozen display due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump had the display was frozen. The customer¿s blood glucose level unknown. The insulin pump will be returned for analysis.